Manufacturer narrative:
Product ID: 3889-28, lot# v969904, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion code was removed.

Event description:
Additional information received from the patient reported that the device did not work and he believed it didn't work because a previous doctor "messed him up" related to a previous device. The patient had the device removed shortly after implant and was having problems after device removal. He planned to have a CT scan in a couple of months. See MFR. Report 3004209178-2013-12909 regarding the previous device the patient referenced.

Event description:
It was reported the patient never had therapeutic effect. It was stated the device never worked well. It was noted the patient had tried different programs and had shut the device off for a while. Additional information stated the patient did not receive assistance from their representative and their concerns were not resolved. It was stated there was an appointment on (B)(6) and the healthcare provider agreed to remove the device. The patient stated her device was still not working for her and she didn¿t have it on for half of the time, ¿it didn¿t work.¿

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported the reported issues were related to their device or therapy. Symptoms included no control and getting urinary tract infection. The patient was still having big problems, but no actions were taken.